Event description:
It was reported that during the procedure the console lost the interlock. The device experienced error 10 remote interlock. The procedure was cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.